Event description:
It was reported that pump experienced malfunction after customer went through metal detector, and pump displayed non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer stated that a replacement pump had already been received but not yet set up. Cts assisted caller in connecting cgm to pump. Caller did not require any further assistance.